Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced a lack of clinical benefit and subsequently the device was explanted on (B)(6) 2019. The patient was reimplanted with a new cochlear implant device during the same surgery.